Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. There was no reported adverse impact.